Event description:
It was reported pt stated stimulation was intermittent. Pt indicated there was no known accident or incident related to this event. Pt noted movement caused stimulation changes. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).